Event description:
It was reported the device showed power on reset parameters before implant, and it had to be changed. It was also reported that the patient alert sounded when the leads were inserted in the header. On interrogation, the electrical reset warning appeared. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.